Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: unknown, assumed 1st day of month that the event took place. D6a: exact implant date is unk. Assumed first month of the year and assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the exact implant date? N/a. What was the explant date? On (B)(6) 2023. What is the lot number for the linx device? N/a. The lxm15 is only sold outside the USA. Is the true product code a lxmc15? Yes, my apologies. Was ph testing performed prior to explant to confirm recurrent reflux? N/a. After implant, was the device initially effective in controlling reflux? Yes, for nearly 4 years. When did the recurrent reflux begin? A couple weeks ago. A day after the patient received an MRI. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was implanted 4 years ago, but had an MRI happen recently and started having acid reflux/reactions afterwards. MRI happened about a week ago (no exact day provided). Device was explanted.